Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the head of the bed will go all the way up by itself when the bed is plugged in. No patient impact.